Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The customer was to change out the infusion set site. Tandem technical support advised the customer to discuss the event with a healthcare provider.